Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Exact date of device breakage is unknown; however, the discovery was made during a loan set evaluation on (B)(6) 2016. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 12, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an inspection of loaner sets was conducted on (B)(6) 2016. During the evaluation, damages and deviations were detected, but it is unknown when these issues originally occurred. However, there was no reported patient or procedural involvement. Based upon the assessment of all reported parts, it was determined that only the broken hexagonal screwdriver shaft represented a reportable incident. Note: all other complained malfunctions (including worn, bent, and non-functioning devices) were deemed non-reportable based upon provided information. Should additional information become available, re-assessments will be undertaken for those parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: the investigation has shown that the tip is broken off. The review of the production history revealed that this screwdriver shaft was manufactured in july 2006 according to the specifications. This instrument is more than 10 years old; therefore we determine this occurrence as wear after frequent use. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.